Manufacturer narrative:
Per the user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). During pump system check, air bubbles were observed in the tubing. Customer primed tubing to address the issue. Reportedly, customer disconnected the infusion set at the t:lock connection versus disconnecting from the infusion set site. Customer reverted to using an alternate method of insulin therapy. Although requested, additional information was not provided.